Manufacturer narrative:
The pump error 35 was noted in the pump history and critical pump error was noted on the pump due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self-test, sleep current measurement, active current measurement, rewind, prime/seating, basic occlusion, occlusion, force sensor and displacement tests due to the critical pump error. The pump was received with moisture damage on the motor, battery tube, vibrator and keypad flex tail noted. The pump was received with a scratched case, a pillowing keypad overlay, a cracked case behind the pump near the battery compartment and minor scratches on the lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
The customer reported that they received a critical pump error alarm. Customer's blood glucose level was around 5 mmol/l. The customer was advised that the device would be replaced and agreed to return the product for analysis.